Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The iesu was placed on an in-house system and was run in normal mode. Failure analysis investigation confirmed and reproduced the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced erbe to resolve the issue. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, c-34 error on the erbe generator. Before calling in, the site already tried a different instrument / energy cable used second port and restarted the erbe, but the issue remained. The technical support engineer (tse) confirmed the error pointing to a defective erbe generator. The procedure was completed as planned with no reported injury.